Event description:
Health care professional (hcp) reports thirteen incidents of blood leaks with the psn dialyzer. Incidents occurred from event date to 3/1/2001. All of the blood leaks occurred at the start of the pt's treatments and were noted on leak alarms. Hcp stated that all of the blood leaks were verified visually in dialysate. All but one of the pts had blood fully returned to them. The pt who did not have complete rinseback of blood had an estimated blood of 100cc. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.